Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device has a few minor scratches along the its face. There is also a nick at the base of the device which was likely from extraction. A dimensional evaluation of the returned device did not confirm the stated failure mode. The device met the specifications. The clinical/medical evaluation concluded that per complaint details, approximately 7.5 years post implantation the patient underwent a revision of the head and liner ¿due to wear¿. Reportedly, the patient ¿experienced falling¿ and the ¿surgeon did not reject possibility of defect¿. However, it was communicated that the requested op notes and x-rays were not available for inclusion in the medical investigation. Based on the information provided, the reported wear could not be ruled out as a potential contributing factor to the reported events, although the definitive root cause could not be concluded. No supporting documentation was provided; therefore, the ¿possibility of defect¿ could not be confirmed or concluded. The patient impact beyond the reported wear and head/liner revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a revision surgery was performed due to wear. The patient experienced falling. Reflection xlpe acetabular liner and unknown femoral head devices were explanted. The procedure was completed without delay using a smith & nephew back-up devices. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, approximately 7.5 years post implantation the patient underwent a revision of the head and liner ¿due to wear¿. Reportedly, the patient ¿experienced falling¿ and the ¿surgeon did not reject possibility of defect¿. However, it was communicated that the requested op notes and x-rays were not available for inclusion in the medical investigation. Based on the information provided, the reported wear could not be ruled out as a potential contributing factor to the reported events, although the definitive root cause could not be concluded. No supporting documentation was provided; therefore, the ¿possibility of defect¿ could not be confirmed or concluded. The patient impact beyond the reported wear and head/liner revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Wear potential causes could include but are not limited to friction, joint tightness or lifetime of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.case-2021-00037033-2 d1, d4: revised part number information added